Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that they initially experienced a ¿line blocked¿ alert, which they were able to temporarily resolve with the current cassette; however, when the issue could no longer be resolved, patient with diabetes completed a full set change and shortly thereafter received a pump error. The event occurred while in use with patient and there was no patient injury.